Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached and was not returned for analysis. The balloon body was reviewed and no issues were noted. The balloon wings were relaxed appearing as if positive pressure was applied. Solidified media was evident inside the balloon chamber. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the coronary artery. A 2.75 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal side of the stent was found to be separated. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the coronary artery. A 2.75 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal side of the stent was found to be separated. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.